Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Device remains implanted.

Event description:
It has been identified that this record, mrn 9617229-2019-02550, is a duplicate of mrn 9617229-2024-04400. Please see mrn 9617229-2024-04400 for reportable events.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare professional later reported "no complaint against the device" device has been explanted.